Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests.it was stuck in a motor error alarm loop during bolus.the motor was tested outside of the device and passed.it may have had intermittent failure that was not detected.unable to confirm the motor position encoder error alarm due to overwritten history file.no motion sensor test failure alarm.it had cracked display window corner, scratched lcd window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. The drive support disk was normal. The pump passed the self-test but the motor error alarm occurred twice in the last thirty days. Troubleshooting was not able to resolve the issue. The device was returned for analysis.